Event description:
It was reported that during a procedure of the proximal circumflex, the vessel was attempted to be treated with three different size xience v stent delivery systems (sds), however, none of the devices were successful in crossing the lesion. There was no reported adverse patient effect. The devices were removed. The patient was treated satisfactorily with a non-abbott stent. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided. Return device analysis of the 3.0 mm x 12 mm otw xience v sds revealed the soft tip distal edge was torn and the stent implant had bent stent struts.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation of the returned xience v stent delivery system (sds) noted blood and contrast visible on the balloon, which is consistent with handling. The balloon was tightly folded and the tip length and stent implant outer diameters met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the anatomical conditions were not reported, the failure to cross was likely related to circumstances of the procedure. Additionally, there were other sds used in the procedure that would not cross the lesion suggesting the lesion/anatomy was difficult. The stent implant was stationary on the balloon but not between the markers and there were stretched struts in the first row of the distal end of the stent implant. Additionally, there was a tear in the tip and the material was stretched and jagged at the tear. In this case, since no damage to the sds or stent implant was noted during product inspection prior to use, this suggests that a product quality deficiency did not contribute to the noted damage. It is possible that the damaged stent struts and torn tip are the result of an interaction with the lesion/anatomy during the attempt to cross or as a result of post procedure handling during packing for shipment back to abbott vascular for analysis. A review of the device lot history record did not reveal any nonconforming material records for this lot relevant to this report. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. Additionally, all stent delivery systems are visually inspected for stent and tip damage.